Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact on customer's blood glucose level.